Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. No product has been returned. A review of the provided image was performed, and the following additional information was obtained: the grip cable appears broken.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors instrument did not "obey orders," i.e., stopped working during the operation. When the instrument was taken out, the customer saw that the wire was broken. It was reported a fragment fell into the patient and was retrieved during the same procedure.